Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 449 mg/dl at the time of incident. Customer reported was not in auto mode. Customer declined troubleshooting for high blood glucose. The devices will not be returned for analysis.